Event description:
It was reported that during a tooth removal procedure at the user facility, the drill was overheating. Back-up equipment was used to complete the procedure. No delay, no adverse consequences and no medical intervention were reported.

Manufacturer narrative:
During the device evaluation the rotor was found to be sticking in the driveshaft, which is a probable cause of the reported overheating.